Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: a review of the pump histories indicated a replace battery alarm had occurred on 01/21/2014 at 3:21am. The replace battery alarm was preceded by a reboot. There were no low battery warnings observed prior to the replace battery alarm, however there were other low battery warnings observed in the pump¿s alarm history. A low battery warning was reproduced during testing and the pump gave the appropriate audio-visual alerts. The low battery warning was accurately recorded in the pump histories. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump did not provide an alarm prior to powering off on multiple occasions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).